Manufacturer narrative:
Submit date: 9/18/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the light handle cover is cracked.

Manufacturer narrative:
A review of the device history record (DHR) for lot no. 1813538164 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No abnormal process conditions were present during the manufacturing of the product that could have led to the issue described by the customer. No product/sample was provided for evaluation. However, two (2) photographs were received. Based on the digital images, it is not possible to confirm the reported event. The physical sample is required to evaluate the reported condition. Without the device or a representative sample being provided, a more comprehensive investigation could not be performed. However, due to previous evaluation on samples reported with the similar condition, a multifunctional team examined potential causes. After examining potential causes, it was concluded that a formal CAPA was required and a product notification should be initiated. The reported customer complaint is not confirmed. A root cause could not be determined. A formal CAPA investigation is currently in progress for the tear condition. Production notification was issued to ensure awareness of the condition reported by the customer. This complaint will be utilized for tracking and trending purposes.